Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead displayed high rv threshold. The lead remains in use. No patient complications have been reported as a result of this event.